Event description:
Patient had a successful coloplasty in 2006 for removal of cancerous area in the colon. Ten days post-op, the patient returned with pelvic pain and rectal bleeding. Patient was admitted to hospital where it was determined by endoscopy that the patient had an anastomotic leak. The leak was drained and antibiotic regime was ordered for the patient. Surgeon has indicated that he did not know what caused the leak.

Manufacturer narrative:
Anastomotic leak is a common complication of these procedures. It is unknown what the cause of the leak may have seen.